Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing intense pain and difficulty voiding bladder. The patient¿s chronic pain was diagnosed as myofascial pain. The patient further reports experiencing increasing discomfort in the back and pelvic area. The patient reported she has been diagnosed with autoimmune disease and rheumatoid sjogrens¿s syndrome. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.